Manufacturer narrative:
Concomitant medical products: product ID: 3550-43, lot/serial#: (B)(4), product type: accessory. Product ID: 3550-43, serial/lot #: (B)(4), ubd: 28-apr-2022, UDI#: (B)(4). Analysis of the curved tip needle (lot # (B)(4)) found the spoon of the needle had a sharp edge on the undercut side. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that advancing the lead through the tip of the needle was difficult- they felt resistance/catching, like the electrode was catching on the tip. The healthcare provider (hcp) used a little finesse to advance the lead through the needle and they were able to complete the case. The impedances were normal. The physician noted that there was a gritty feeling when withdrawing the stylet, which was not the usual feeling. Additional information received from the representative. It was reported that the physician was able to successfully withdraw the stylet and the cause of the difficulty inserting/withdrawing the lead was not determined. This information was confirmed with the physician/account. Additional information received. The patient's information was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.